Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent vaginal vault suspension, a&p repair and cystoscopy due to pop ,vaginal vault prolapse, cystocele and rectocele. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary/bowel problems and dyspareunia. It was reported that the patient underwent mesh removal/repair on (B)(6) 2008 to remove extruded and fold mesh, pelvic organ prolapsed and enterocele repair due to mesh extrusion. It was reported that the patient underwent abdominosacrocolpopexy, enterocele repair, extensive lysis of adhesions, posterior repair, perineoplasty and cystoscopy on (B)(6) 2009 due to vaginal vault prolapse, rectocele, enterocele and pelvic adhesions.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.